Manufacturer narrative:
The leads were electively replaced due to some impedances on the leads upon inspection in pre-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received indicates the leads were providing effective therapy and the physician opted to replace the leads due to the impedances found prior to surgery.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's leads had invalid impedances. Surgical intervention was undertaken, and the leads were explanted and replaced.